Manufacturer narrative:
Describe event or problem: addendum for additional information received: additional information was received indicating that the user was trained on the use of the mynx device. The femoral artery¿s suitability was verified, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient is noted to have recovered. As reported, the patient was treated ¿well¿ and the puncture site was sealed with a 6f/7f mynxgrip vascular closure device (vcd) without any complications noted. However, during the night, the sealant stopped sealing and the patient had to be taken to surgery where the surgeon stopped the bleeding. Additional information was received indicating that the product was stored as instructed per labeling. The user was trained on the use of the mynx device. The right coronary artery (rca) was treated. The vessel was moderately calcified; however, it was not tortuous. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following the interventional coronary procedure. The patient is noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1803806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. However, since this event occurred hours after the mynxgrip device was successfully deployed, it is likely the patient¿s movement of the affected limb during the night may have contributed to this issue. Additionally, it was reported that the access site vessel was moderately calcified, which also may impact the vascular closure device¿s effectiveness. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU), which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. It is stated that the safety and effectiveness of the mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. It is recommended that the patient follow physician orders regarding patient ambulation and discharge; and to refer to patient brochure for post-care instructions. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1803806 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the patient was treated ¿well¿ and the puncture site was sealed with a 6f/7f mynxgrip vascular closure device (vcd) without any complications noted. However, during the night, the sealant stopped sealing and the patient had to be taken to surgery where the surgeon stopped the bleeding. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The rca was treated. The product was stored as instructed per labeling. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was moderately calcified; however, it was not tortuous.